Manufacturer narrative:
(B)(4). Concomitant medical devices: 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - 64619472; 42532007502 - tibia cemented 5 degree stemmed right size f - 64658695; 42522000512 - articular surface fixed bearing cruciate retaining (cr) right 12 mm height - 64171808 foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records could not confirm the presence of infection in the patient. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00153-1, 3007963827-2021-00154-1.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised approximately 10 months later as there was a possible infection leading to loosening of the femoral component and possibly the tibial component. No further event information available at the time of this report.